Event description:
Upon power up, the unit displayed advisory 16 (timeout moving to take-up position). The customer cannot clear the fault.

Manufacturer narrative:
Zoll circulation has received the product and will be providing a f/u report when our investigation is completed.